Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that interstim had not helped to decrease symptoms. Patient stated yesterday they saw the personal assistant and there was 505 cc urine in bladder. Patient used a catheter and urine came out. Patient stated that it may be possible that the prostrate is too large and they may need to do surgery. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.